Event description:
It was reported that: "bone cement arrived from fedex broken."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If additional info becomes available, it will be submitted in a supplemental report.